Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another device. There were no patient complications reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon and shaft. Analysis of the tip, balloon (and markerbands), inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material located over the distal edge of the proximal markerband, inner shaft was buckled for 22mm and there were numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another device. There were no patient complications reported.